Event description:
It was reported that the patient underwent surgical intervention wherein the drg system was explanted and replaced with an scs system to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experienced ineffective stimulation due to lead migration was reported to abbott. As a result, the patient¿s leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The method, results and conclusion codes will be sent in the final report.

Event description:
Related manufacturer reference# 1627487-2020-32904. It was reported patient experienced ineffective stimulation. X-rays confirmed one lead migrated. In turn, the patient underwent a successful scs trial and will be undergo surgery in the future to implant a permanent scs system.